Event description:
This is the customer description!! I experienced that the respirator in room 355-2 went out during high flow (can not remember the exact installation). It was probably only 1-3 sec where the screen just went black and one could not hear airflow also started it again. The c6 is running now and the problem is not seen again. This incident should have happened (B)(6) 2021 time 01-02.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:in future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error which was addressed in fsn as noted in chapter 6.6. There was no patient or user harm.